Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from their right ventricular (rv) lead that was determined to be implant related. The lead was also noted to have high thresholds. The lead was reprogrammed and remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the stimulation is always present, especially when the patient leans on their right side. Capture management was programmed off and the lead remains in use.